Event description:
A hospital in (B)(6) reported via a distributor that an mr290v autofeed humidification chamber leaked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was visually inspected for damage, and pressure tested and immersed in a water bath to check for leaks. Results: the pressure test revealed a leak in the chamber and the immersion in a water bath showed the leak to be around the chamber port. A visual inspection identified that the two ports of the chamber were deformed. Stress marks were marks were also visible around the base of the chamber dome. A lot check revealed no other complaints of this nature for lot number 100213. Conclusion: the two ports on the humidification chamber in which the inspiratory and expiratory breathing circuit limbs are connected to were deformed and stress marks were present around the base of the chamber dome. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This indicates that the chamber became deformed post production. It is possible for the chambers to deform as described above if the chamber is exposed to temperatures above approximately 60 degrees celsius which may occur during transport or storage of the device. Fisher and paykel healthcare's user instructions that accompany the mr290 chamber alert the user to perform the following: ensure that the appropriate ventilator alarms are set. Perform a pressure and leak test on the breathing system before connecting. A fault of this type would usually be picked up on set up of the device during pressure and leak test.